Event description:
It was reported a patient alert transmission failed on the remote monitor. The physician was notified of the failed transmission and the patient was brought into the clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a patient alert transmission failed on the remote monitor. The physician was notified of the failed transmission and the patient was brought into the clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.